Manufacturer narrative:
Updated d9, h3, and h6 per new information received. Product evaluation x-ray demonstrated heavy calcification was observed on leaflet 2 and 3, and moderate calcification on leaflet 1. As received, leaflet 1 was in opened position and was not able to close when probed. Host tissue overgrowth between leaflet 1 and 2 and between leaflet 2 and 3 obstructed leaflet closure, thus created a gap in the coaptation area. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 on the inflow aspect and 7mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspects. Host tissue fused leaflets 1 and 3 by approximately 5mm at commissure 1, leaflets 1 and 2 by approximately 5mm at commissure 2, and leaflets 2 and 3 by approximately 4mm at commissure 3 on the outflow aspect. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. Sewing ring had multiple cuts around the valve. Multiple suture threads remained attached to the sewing ring.

Manufacturer narrative:
A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narratives. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 27mm mitral valve was explanted after an implant duration of 3 years, 3 months due to unknown reasons.